Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #s7 cranial 3.1 study shows twice. Analysis found that there was an import error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that two sets of identical studies were received when pulling CT, MRI and ultrasound scans. There was no patient present when this issue was identified.